Event description:
It was reported that 3 boxes of bd luer-lok¿ syringe with attached needle's are missing lot or expiration dates. The following was received from the initial reporter: damage (packaging issue): package does not contain lot # or expiration date

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided. See h10.

Event description:
It was reported that 3 boxes of bd luer-lok¿ syringe with attached needle's are missing lot or expiration dates. The following was received from the initial reporter: damage (packaging issue): package does not contain lot # or expiration date.

Manufacturer narrative:
Three boxes of 3 ml ll syringes with needles were received and evaluated. All boxes were received appropriately sealed with the corresponding labels on them. However, the labels did not have the expiration date and batch information. The conditions observed are non-conforming per product specification. Potential root cause for the label content missing defect is associated with the packaging process. As corrective actions, quality alert issued to manufacturing facility and re-education provided to all operators associated with production run. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.